Manufacturer narrative:
(B)(4). The device was not specified and therefore the lot number was unknown. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had an unspecified broken peritoneal dialysis line. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Date of the event: the exact date of the malfunction was not provided; it was reported that the patient was admitted to the hospital for sepsis on (B)(6) 2015. (B)(4). It was reported the patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The patient had reported that they had an unspecified procedure done and had ended up with an unspecified broken pd line which ¿left the patient exposed all day¿. The patient was hospitalized for the event. During hospitalization, the patient was treated with unspecified intravenous antibiotics (dose and frequency not reported) for sepsis. Nine days after being admitted, the patient was discharged from the hospital. Treatment was continued after discharge with unknown oral antibiotics (dose and frequency not reported). Peritoneal dialysis therapy was discontinued and the pd catheter was removed. Additional information was not available at this time. Should additional relevant information become available, a supplemental report will be submitted.